Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports that implant loosening occurred after the revision surgery. This pc reports that impingement occurred after the primary surgery. It was reported that on unknown date in 1996, the patient underwent the total hip arthroplasty with the s-rom at unknown hospital. The surgery was completed successfully without any surgical delay. After the surgery, the patient complained of thigh pain due to peripheral impingement on unknown date in 2002. Although the surgeon tried to remove the stem, the stem could not be removed. Therefore, the surgeon replaced only the head. The revision surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.